Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed the manual prime test per dqtp 6117 section 13.2.3.2.2 and des 8653. A new lab reservoir was used along with a 5 xx insulin pump. The infusion set failed per specifications due to the infusion set being found occluded at the tubing quick release connection septum side. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer blood glucose level was unknown and they treated via insulin pump. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer advised the no delivery alarm occurred during manual prime. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer was advised to replace the plunger, manually push plunger and verify that the insulin exited the tubing. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.